Event description:
It was reported the video system center had a e333 touch screen malfunction. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h4; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) followed up with the customer. The customer rebooted the system, the device was now working and troubleshooting was no longer needed. Tac recommended wiping the touch panel with 70% isopropanol. The complaint was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.